Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It was reported that during sterilzation the screw on the inserter was found to be broken.

Manufacturer narrative:
Visual inspection of the returned hybrid offset shell inserter confirmed that the hex bolt was fractured at the shaft near the hex head. Dimensional evaluation of the bolt could not be performed as an incomplete bolt was returned. The fractured threaded shank was not returned for further evaluation. Review of receiving inspection reports for sub lots of the reported lot, indicates that all devices that were inspected met specifications. This device is used for treatment. Based on the manufacture date of november 22, 2010 the returned hybrid offset shell inserter, has an approximate field age of 5 years and 2 months. The frequency of use of this instrument is unknown. The observed bolt fracture failure mode has been previously addressed, and this increased the head height of the bolt and eliminated the drill point to increase the strength against this failure mode. This is a previously addressed design issue. Based on the manufacture date, this device pre-dates the design change.